Manufacturer narrative:
A valid serial number has not been provided. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. The reported product is not expected to be returned as reporter indicated the device was discarded. Therefore, no further investigations planned. In the event that unanticipated product is received, a physical investigation will be performed per adc's established processes and procedures and a follow-up report will be submitted upon completion of investigation. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller reported that the customer, her mother, obtained a "replace sensor" message from the freestyle libre 2 sensor and was unable to obtain readings. The customer became hypoglycemic, experienced a loss of consciousness, and was taken to the hospital and received glucose injection for diagnosis of hypoglycemia. It was also reported that the customer was admitted into the intensive care unit and put into a medically induced coma "due to low core temperature." There was no report of death or permanent injury associated with this event.